Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastrically during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. During the procedure, the physician reported that the stent would not deploy. The device was removed, and it was mentioned that once removed, the first flange did deploy. The procedure was prolonged but was able to be completed by using another of the same device there were no patient complications reported as a result of this event.